Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had occlusions in her unomedical insulin infusion set and her reservoir in the form of air bubbles. The customer's blood glucose level at the time of the report is unk. Troubleshooting was successfully performed. The product is not being returned. Nothing further was reported.